Event description:
It was reported that the vns patient was referred for prophylactic generator replacement surgery. The patient underwent generator and lead replacement surgery on (B)(6) 2014 and the explanted devices were returned to the manufacturer for analysis. It was noted that the generator and lead were replaced due to the near end of service and lead fracture. The condition of the returned lead portion was explant-related. No product-related anomalies were observed. Note that the majority of the lead assembly was not returned for analysis; therefore, an evaluation cannot be made on that portion of the lead. The returned generator was confirmed device to be at end of service based on battery voltage and appears to be expected behavior based on normal pcb current consumption rates.

Event description:
Follow-up revealed that the vns patient was originally scheduled for only generator replacement surgery due to low battery. A lead fracture was observed during the procedure, so the lead was replaced at that time.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.